Manufacturer narrative:
Reliability analysis inspected 4 opened and or used reservoirs. Pre-fill reservoir tests were performed. One of four reservoirs failed per inspection, found reservoirs transfer guard needle occluded. Three remaining reservoirs passed per inspection. There were no occluded anomalies observed during analysis. (B)(4).

Event description:
The customer reported via phone call if issues with their reservoir. The customer states that the device will not allow for insulin to be inserted because there is too much air. Troubleshoot was conducted. The customer reported that they had 11 reservoirs that did not work. The items are being replaced and returned for analysis.